Manufacturer narrative:
Device received with intermittent button response due to flattened (escape, down and act ) button dome switch (no crease) and no unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that buttons on insulin pump were not responding. Customer¿s blood glucose was unknown. Customer stated that bolus button and down arrow was not working. Customer was advised to discontinue use of insulin pump and revert to backup plan. Insulin pump will be returned for analysis.